Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow button required multiple presses to respond. The patient denied any damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp cloth. This report is made based on the allegation of the up arrow response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): confirmed intermittent response to user input on the 'up' and 'contrast' buttons. Multiple presses requiring increasing force are required before the buttons will engage. Removed keypad cover to check condition of the button contacts. Contamination was present under the 'up' and 'contrast' contacts. No damage found to the keypad. Unrelated to this complaint: observed a cracked battery compartment. Observed corrosion inside battery compartment. Leak test performed. Found a battery compartment leak and a display lens leak. Pump opened to investigate. No evidence of moisture ingress visible.